Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient's right atrial (ra) lead exhibited over sensed noise leading to irregular pacing. Lead fracture was also suspected. No intervention was reported. There were no patient consequences.